Manufacturer narrative:
As reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) could not be fully pressed during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. Hospitalization was not extended. The mynx vcd was used in a cas procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis introducer sheath was used, and the vessel diameter was verified to be at least 5 mm. The device was stored below 25 °c. There were no kinks in the sheath or device after removal. There was no damage noted to the button. There was no damage to the sealant sleeves after removal and no damage to the device or its packaging prior to opening. The device was stored and prepared according to the instructions for use. Other procedural details were requested but were not provided. The device will be returned for evaluation. A non-sterile 6/7f mynx control vascular closure device was returned for investigation. Upon visual inspection, it was observed that both button 1 and button 2 were not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in manufacturing position fully covered per the sealant sleeves. In regards of the sealant sleeves conditions no abnormal conditions were observed. Additionally, no catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not verified through analysis of the returned device since it passed functional testing. The exact cause of the event experienced by the customer cannot be determined. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not reuse or resterilize. The mynx control vcd is for single use only. The catheter is loaded with a single hydrogel sealant. Reuse of the device would result in no delivery of hydrogel sealant.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per the procedural steps within the IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also stated in the IFU during product preparation, confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) could not be fully pressed during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. Hospitalization was not extended. The mynx vcd was used in a cas procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis introducer sheath was used, and the vessel diameter was verified to be at least 5 mm. The device was stored below 25 °c. There were no kinks in the sheath or device after removal. There was no damage noted to the button. There was no damage to the sealant sleeves after removal and no damage to the device or its packaging prior to opening. The device was stored and prepared according to the instructions for use. Other procedural details were requested but were not provided. The device will be returned for evaluation.